Event description:
This device was returned with oos documentation from biotronik representative. Per oos, this device has high impedances and intermittent oversensing. This device was replaced with a cylos dr-t.